Manufacturer narrative:
H6: evaluation results - visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation. PMA# p990013.

Event description:
It was reported that the surgeon inserted a cq2015 collamer three-piece lens and one haptic tore. The lens was removed with no patient injury, no enlarged incision or sutures. Another same type lens was implanted.